Event description:
Patient's caregiver notified that the patient expired on (B)(6) 2024. The patient was wearing the wcd system during the time of the event. Patient's caregiver further stated that they found the patient sitting on the toilet slumped over. Patient's caregiver called ems per the alerts from the wcd system. Device event log indicated that the patient had two tachycardia treated episode followed by asystole episode on (B)(6) 2024. Patient was transported via ems to the hospital where he was pronounced expired. MDR filed due to reported patient death. Wcd role in patient death is pending additional medical information and pending evaluation of to-be-returned device.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned monitor passed both isl (safety) and eit (performance) testing. Device episode report reviewed- patient had two separate vf episodes. Both were successfully defibrillated out of vf with one 170j shock each episode. However, subsequently patient had an asystole episode and was still wearing the wcd system. The evaluation of returned device indicated that the wcd performed as intended and did not malfunction. The wcd system is not indicated for the treatment of asystole. Patient death was not related to wcd performance. UDI related data quality update. Revised section h5 to labeled for single use? "Yes."